Event description:
Pt undergoing a right total hip arthroplasty, direct anterior approach utilizing smith and nephew total hip system r3 acetabular cup size 60, 0 degree liner, polar stem size 8 standard, +4 40 mm oxinium head. Both smith nephew trial heads 40+0 and 40 +4 broke while trialing in patient. Also, black impactor head broke. Part number for the +0: 71366517. Part number for the plastic tip: 71363077.